Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2026-54201

Event description:
A non healthcare professional reported that, during folding, the posterior haptic was stretched, the folding process was not completed. The operation was completed with a replacement lens, the patient was not harmed. Additional information has been requested and received stating that there was no patient contact with the product. Additional information has been received stating that the planned procedure was a cataract surgery.